Manufacturer narrative:
The company representative evaluated the system and handpieces at the site. There were no issues found with the system or handpieces. However, the serial number of the first handpiece associated with the reported event was not provided. Therefore, it cannot be confirmed whether the associated handpiece was tested and found to be functioning as intended. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. No further information was able to be obtained from this customer. With no additional, related information regarding the handpiece provided, the customers reported event was not able to be confirmed. The second handpiece was manufactured on june 1, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information has been received, there was no wound to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the handpiece had no ultrasound. A second handpiece was obtained but the same issue occurred. A third handpiece was used but had no aspiration. The case was completed using a fourth handpiece with aspiration only. A delay in the case occurred. Service was requested. Patient impact is currently unknown additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The company representative evaluated the system and handpieces at the site. There were no issues found with the system or handpieces. However, the serial number of the handpiece associated with the reported event was not provided. Therefore, it cannot be confirmed whether the associated handpiece was tested and found to be functioning as intended. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. No further information was able to be obtained from this customer. With no additional, related information regarding the handpiece provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on june 1, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).